Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring placement of a chest tube and hospitalization. Two lesions were biopsied: lesion #1 was 1.1 centimeters (cm) in size and located in the right upper lobe and lesion #2 was 0.9 cm in size and located in the right lower lobe. Radial ebus was used to localize the lesions. Instruments utilized for biopsy under c-arm fluoroscopy included forceps and bronchoalveolar lavage was also performed. The diagnosis obtained from pathology for both lesions was lymphoma (malignant). Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A system log review cannot be performed because the error system logs are not available.